Event description:
It was reported that the customer experienced cgm signal loss affecting communication with the ilet, which resolved without user intervention after contact with customer care and receipt of troubleshooting education regarding potential causes. Symptoms included no reported adverse physiological effects or alerts. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed no reproducible malfunction of the cgm or ilet interface and no persistent device issue, with the event resolving and no alarms recorded. It was concluded, based on prior similar reports, that intermittent signal interference or transient connectivity conditions were the likely cause.